Event description:
It was reported that while using the surgical fiber during a procedure, the fiber tip dislodged in the patient's ureter and could not be recovered. The patient outcome was reported as "ok" - there was no injury reported.